Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was programmed with test blood glucose meter and communicated properly. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother also reported that the insulin pump was dropped and had cracks on the screen. The customer's blood glucose was 257 mg/dl at the time of incident. The customer's mother stated that they treated the blood glucose by bolus. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.